Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: component code was added: 4755. H6: tyoe of investigation codes were added: 4109, 10 and 3331. H6: investigation code was added: 3211. H6: investigation conclusions code was added: 4310. The implant was returned and the reported event was confirmed following visual evaluation. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for the lot (61036680) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the lot (61036680) for similar events and no other complaint was identified. Functional testing could not be performed since the product was fractured/damaged. Therefore, the reported event could not be recreated. Based on the investigation, risk review and IFU, the most likely causes determined from the investigation are long term excessive loading on device assembly or parafunctional habits of the patients (e.g. Clenching, bruxism and overloading) over implantation period (12 years). No further investigation or immediate escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k013227.

Event description:
It was reported that the implant at tooth site #14 fractured at the collar and was removed.